Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture (grade unknown) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: will be capsular contracture (grade unknown).

Event description:
Patient reported right side capsular contracture (grade unknown) and "inflammation, armpit is stiff and painful". The device remains implanted.